Event description:
It was reported that an intraocular lens (iol) was implanted and removed intraoperatively due to an unstable capsule. The patient required a vitrectomy and was left aphakic. It was reported an anterior placement will be needed. Additional information was requested, but not received.

Manufacturer narrative:
The iol was received and evaluated. Microscopic examination was performed and found the lens cut across the optic and one haptic slightly bent. A review of the device history record (DHR) found no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.